Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the cannulation of the common bile duct, the tip of the guidewire detached. The physician did not attempt to retrieve the tip. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.